Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a 3.0 x 19 graftmaster was attempted to treat a perforation: however, it was not able to get to the perforation. A 3.0 x 12 graftmaster stent was attempted and finally got to, and covered the perforation. No additional event or patient information is available.